Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: coyote, guide catheter: destination, the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a chronic total occlusion located below the knee. A non-abbott atherectomy catheter crossed the lesion and then a 190 cm ht command guide wire was advanced through the atherectomy catheter up to the lesion. Then the guide wire met resistance with a non-abbott balloon catheter when the catheter was being advanced to the lesion. Thus both devices were removed from the anatomy and part of the guide wire was found to be separated inside the anatomy. It is unknown how the separated portion of the guide wire was removed from the anatomy. There was no clinically significant delay in the procedure. No additional information was provided.